Manufacturer narrative:
Device available for evaluation - additional information date MFR rec ¿ additional information type of follow up - device evaluation device evaluated by manufacturer- additional information codes updated the device was returned for evaluation and the clinical observation was confirmed. As received, the marathon catheter distal marker band/tip was found separated. The marathon micro catheter appears to have been stretched. Onyx residue was found within the marathon hub. The marathon catheter body was found stretched at the fuse joint from the distal end. The marathon distal floppy length exhibited plastic deformation (stretching). The marathon inner liner appears to be intact. The tubing material at the broken end exhibited with plastic deformation (jagged edges and stretching). No other anomalies were observed. Based on the device analysis, the tubing material of the catheter separated end exhibited plastic deformation (jagged edges/stretching) which indicates the tip separated when exceeding the tensile strength of the tubing material. In this event, it is likely excessive force was used causing the catheter to stretch and the tip to separate. It is likely the marathon micro catheter was pulled beyond the 20cm limit noted in the IFU (instructions for use). Difficult catheter removal/entrapment may be caused by angioarchitecture (very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles), vasospasm, onyx reflux, or prolonged injection time. However, the cause for the entrapment for this event could not be determined. Per instructions for use (IFU), "if catheter entrapment is suspected (with any embolic agent), fast catheter retrieval technique may result in catheter shaft separation and potential vascular damage. Do not allow more than 1 cm of the onyx¿ les to reflux back over catheter tip. Angioarchitecture, vasospasm, excessive onyx¿ les reflux, or prolonged injection time may result in difficult catheter removal and potential entrapment. Excessive force to remove an entrapped catheter may cause serious intracranial hemorrhage. The long-term effects of an entrapped catheter that is left in a patient are unknown, but potentially could include clot formation, infection, or catheter migration. Should catheter removal become difficult, the following will assist in catheter retrieval: carefully pull the catheter to assess any resistance to removal. If resistance is felt, remove any ¿slack¿ in the catheter. Gently apply traction to the catheter (approximately 3-4 cm of stretch to the catheter). Hold this traction for a few seconds and release. Assess traction on vasculature to minimize risk of hemorrhage. This process can be repeated intermittently until catheter is retrieved. Alternate technique for difficult to remove catheters: remove all slack from the catheter by putting a few centimeters of traction on the cat heter to create a slight tension in the catheter system. Firmly hold the catheter and then pull it using a quick wrist snap motion (from left to right) 10 ¿ 15 centimeters to remove the catheter from the onyx¿ les cast. Note: do not apply more than 20 cm of traction to catheter, to minimize risk of catheter separation." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marathon catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00038, 2029214-2019-00039. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that at the completion of the onyx embolization, the marathon catheter tip was reported to have broken when the catheter was retrieved. The patient was treated for a cerebral arteriovenous fistula. The patient was reported to be asymptomatic. The anatomy was moderate in tortuosity.